Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose level was above 400 mg/dl. Customer's blood glucose level was 439 mg/dl at the time of call. Customer was assisted with insulin pump rewinding, load reservoir and fill tubing to ensure if the drops appears. Customer stated that drops appears. Customer was assisted with bolus the insulin and customer stated that insulin pump did deliver the insulin. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.